Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent alarms occurred. Type of alarm was not reported. There was no additional information provided. There was no reported impact to customer's blood glucose. Although multiple requests were made by tandem technical support to obtain additional information, customer did not reply.